Event description:
It was reported to medtronic minimed that the customer reported the battery was not lasting and received replace battery now alert. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer received a low battery alert prior to the replace battery alert. This was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test and active current measurement test. The pump failed the sleep current measurement test due to moisture damage on battery tube assembly. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged battery power loss confirmed. Power problem-charge/battery lasts less than expected confirmed. Expose to moisture on electronic assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.